Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a returned order service the device failed the server deployment. The customer had reported seeing line across the screen and the device kept beeping and they were unable to stop it even if they used the silent button or remove the battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information received on 10-jan-2023 via email and attached to complaint object: pump was not involved in any type of patient incident.

Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found both tamper seals were broken, cracked battery door, cracked ac cord clamp, and top case corners cracked. The device?s event history log was reviewed for evidence of the reported event, and nothing was found. To conduct functional testing, the device was powered up. Upon power up, couldn't duplicate reported problem. There was a software update available, pressed the power button and the pump went through its update process as normal. The pump was operating as intended. The cause of the reported problem was an incomplete update process by the customer, therefore, to address the issue pressed the power button and let the pump update itself to software v1.6.4. Device passed all functional testing. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.